Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be reprogrammed. Attempts to reprogram the ipg with different programmers and interrogation in different rooms were not successful. The physician elected to explant the ipg. A new model 1230 was successfully implanted.